Manufacturer narrative:
Exact date unknown, event occurred about two weeks prior to the revision date.

Event description:
It was reported that the patient experienced ineffective stimulation and muscle spasms due to lead migration as confirmed via x-ray. No device malfunction was suspected. The lead was revised and remains implanted in the patient. The patient was doing well postoperatively.